Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose level. Blood glucose level of the customer was 343 mg/dl. While troubleshooting, customer¿s blood glucose value was 365 mg/dl. Customer elected to treat with a manual injection of 5.0 units in his back. Customer checked his blood glucose again before disconnecting and states his blood glucose was 411 mg/dl at the end of call. The insulin pump will not be returned for analysis.